Manufacturer narrative:
An event regarding septic loosening of a trident shell was reported. Following a review of the medical records by a clinical consultant it was determined that the patient had an infection and the trident shell was also malpositioned. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: a medical review was performed by a clinical consultant it noted: "procedure-related factors: - infection is a procedure-related complication of arthroplasty surgery with sometimes additional patient-related risk factors. - cup malposition may have played an additional role in the cup loosening process. Patient-related factors: - no info. Device-related factors: - none. Diagnosis: - an infectious complication occurred in this patient with infectious loosening of the cup that was removed in a first stage procedure of a two-stage treatment procedure. Mechanical aspects related to overload in the cup due to malposition likely played an additional role in the cup loosening process." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "in this case no correlation between any specific device property and infection can be established. There are no device-related factors active in this case and this pi is not device-related". Further information such as return of device, pathology reports, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Due a septic loosening, the explantation of the cotyle has been performed and cement with antibiotic has been placed on the head inserted into the stem (stem and head have not been explanted).

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6020-2530, accolade 132 size 2.5, lot code: 36017905 , cat. No.: 623-10-36f, trident 10° x3 insert 36mm ID, lot code: 38042301, cat. No.: 2030-6535-1, 6.5 cancellous bone screw 35mm, lot code: mjpwym, cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: 68emde, cat. No.: 6260-9-236, v40 cocr lfit head 36mm/+5, lot code: mjj9xw. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Due a septic loosening, the explantation of the cotyle has been performed and cement with antibiotic has been placed on the head inserted into the stem (stem and head have not been explanted).